Manufacturer narrative:
Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Since neither data logs nor product were available for investigation, the cause of the placement signal issue and false alarms could not be determined.

Manufacturer narrative:
Updated information: d4 serial and UDI numbers updated. D6b explant date added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The patient was having false suction alarms. The optical sensor was manually zeroed by the care team. Suction alarms were resolved. The pump was repositioned which did not resolve the issue. The procedure was successful with this device. The patient's outcome is stable.